Manufacturer narrative:
Pending device evaluation. Concomitant medical products: 180-01-48, 2661003 - nv crown cup clstr hole 48mm group 1, 120-65-25, 2784871 - bone screw 6.5mm dia x 25mm long, 164-12-10, 2580670 - novation element ro x/o sz 10, 170-32-93, 2442897 - biolox delta femoral head 32mm od, -3.5mm.

Event description:
As reported, this female patient had a left tha on (B)(6) 2012. The patient was revised on (B)(6) 2022 due to poly wear of the novation g1 gxl 32mm neutral liner, which was replaced with a novation g1 xle 32mm neutral liner. There was no reported breakage of devices or surgical delay/prolongation. The patient was last known to be in stable condition.

Manufacturer narrative:
Based on the available information, the patient involved meets the risk criteria for early prosthesis wear as specified in the hhe: possible edge loading of the femoral head on the acetabular liner, and the combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to prosthesis wear is a combination of the risk factors specified.